Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced recurrence, mesh wrapped around conjoined tendon, chronic right groin pain, mesh migration, spermatic cord involved, fibroadipose tissue, histiocytic giant cell reaction, and nerve damage. Post-operative patient treatment included revision surgery, mesh removal off cooper's ligament, neurectomy (x2), hernia repair, reattachment of spermatic cord, open right inguinal mesh incision, removal of mesh, and dissection of mesh from spermatic cord.